Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 events suggests the burs broke as a result of overload conditions. Additional information: 2 devices were labelled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device broke during a surgical procedure. There was patient involvement. There was no patient impact.